Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6006931 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006931 were previously tested in (B)(4) on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6006931 was manufactured according to the wi version 78 and packaging in the multivac 12, on 29/apr/2024, with a total of (B)(4). Gluing of quick set the lot 4d03083 was manufactured according to the wi version 41 in the gluing of quick set machine mp08, on 21/apr/2024, with a total of (B)(4). The lot 4d03084 was manufactured according to the wi version 41 in the gluing of quick set machine mp04, on 25/apr/2024, with a total of (B)(4). The lot 4d03877 was manufactured according to the wi version 41 in the gluing of quick set machine mp05, on 19/apr/2024, with a total of (B)(4). The lot 4d04142 was manufactured according to the wi version 41 in the gluing of quick set machine mp08, on 28/apr/2024, with a total of (B)(4). The lot 4d05500 was manufactured according to the wi version 41 in the gluing of quick set machine mp08, on 28/apr/2024, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006931 and one another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set leaking by upper membrane on (B)(6) 2025. The leakage was from the quick release. The infusion set was in use for few hours. No further information is available.